Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coil lps and a non-penumbra microcatheter. During the procedure, a ruby coil lp was stuck in the starting position and would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using additional ruby coil lps. There was no report of an adverse effect to the patient